Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during un-packaging of two 2.5 x 28 mm xience v stent delivery systems (sds), it was observed that the stent struts were flared. There was no resistance during removal of the protective sheath, during removal from the packaging, and no damage noted to the packaging. The device was not used and there was no patient involvement. A new xience v sds was used successfully. There was no clinically significant delay in the procedure. Additional information received via a user facility medwatch form states: during testing, cardiac stent did not deploy off balloon when inflated. New product was obtained and used for the procedure. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch, the following information was provided: the procedure was to treat a lesion in the distal right coronary artery. During an attempt to deploy the 2.5 x 28 mm xience v stent delivery systems (sds), the stent did not deploy off of the sds balloon. It was then noted that the stent was flared. Dilatation was performed in the distal rca and a non-abbott stent was used in the mid rca. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed; however the difficulty deploying the stent was unable to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for failure to deploy or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.